Event description:
Customer discovered while performing pre-use checks, that the inspiratory % time, upper pressure and peep potentiometers were erratic. The potentiometers were replaced, device calibrated and functionally checked. The ventilator was performing to all manufacturer's specifications. There was no patient involvement or injuries.